Manufacturer narrative:
Investigation outcome: it was reported the device auto-switched modes from simv to pvc+ during ventilation; no other information provided. No health consequences or impact. Hamilton medical ag has not received the device or the log files for investigation however, the technician on site confirmed the following: initial inspection of the logs, the complaint of the device switched modes during ventilation was not found. Completed device calibrations, system checks, and patient lung testing for normal operational functions. Device was returned to service. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Manufacturer narrative:
Hamilton medical ag reference is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "we had a c1 (sn (B)(6)) switch modes while on a patient yesterday. From what I¿ve been told it switched from simv to pvc+." No health consequences or impact. No furhter information was received, so the claim could not be verified yet. Investigation ongoing.